Event description:
The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on the harms "overload of her immune system, bone has been eaten away by her sinus, ears have been blown out, uncontrolled allergies. She has been battling this for about 5-6 years. Has been to the primary care, ent, urgent care, nose specialist, had surgery" are assessed as a serious injury and are unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.